Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2210375: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
During the impaction of the cemented tibial tray implant in the tibia, the tibia bone fractured. A charnley wire was used to brace the tibia and the bone was re-prepared to accept the same tibial tray, together with an 11x65 cemented extension stem. The surgery was completed successfully.